Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported having three other devices that have been replaced and that their third ins was replaced due to the ins not working. It was stated that it was replaced on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the reason for their prior stimulator being replaced was due to having difficulty charging it. It was asked but was unknown when the event began. It was reported that they replaced the stimulator and moved where the stimulator was implanted. No further complications were reported/anticipated.